Event description:
Patient was discharged with neulasta on-body on [date redacted] per usual procedure, device applied to abdomen. Patient called clinic back on [date redacted] - the next day, at approximately 0900 stating that the device was "hanging off." Patient suspected she knocked the device by accident when closing a fridge door. Nurse coordinator arranged for patient to come back to the clinic for neulasta injection. The patient was discharged. Nurses confirmed that the device did not deliver a dose.